Manufacturer narrative:
One smiths medical cadd legacy pca pump was returned for analysis with no damage observed on the pump. During analysis, the customer's reported problem regarding "no cassette detected" was unable to be duplicated although the event log verifies that the event occurred (11 no disposable alarms recorded). Sensor testing found the downstream occlusion (dso) sensor value within manufacturing specification. Simulated use testing was unable to replicate the error by wiggling the cassette. After removal of the cassette the pump did alarm for "no disposable attached". The upstream occlusion (uso) will be recalibrated and dso will be replaced as a preventive maintenance. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy pca pump exhibited a disposable tubing alarm. The reporter also indicated that if the user wiggles the case, he gets the same message and the pump locks up. No adverse effects were reported.